Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 26.5cm was returned for analysis. A fracture of the rv conductor was noted at 2.0cm from the connector pin, consistent with fatigue. This is consistent with the observation from the field of high hv lead impedance.

Event description:
It was reported that high, out of range hv lead impedances were observed on all vectors. Physician elected to cap and replace lead.